Event description:
It was reported that the device was used during a colon resection. It was reported by the rep that according to the nurse the device did not fire properly. The surgeon was not available to provide all pertinent info. Rep is to follow up. 1/27/99 staples did not completely fire around tissue. The surgeon used suture to complete the case. The or time was extended an add'l hr.